Manufacturer narrative:
Product analysis #704184670:analysis information 2021-05-12 13:27:45 cst pli# 20 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) battery is permanently damaged due to {x} overdischarge{s}. Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2014 explanted: (B)(6)2021 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2014 explanted: (B)(6)2021 product type lead product ID 97792 lot# unknown product type accessory product ID 97792 lot# unknown product type accessory analysis of the 97714 ins s/n (B)(6) determined that the ins was permanently damaged due to prior overdischarge events. Analysis of the 977a260 lead s/n(B)(6) determined that all conductors are broken 15.0 cm from the distal end. Analysis of the 977a260 lead s/n (B)(6) determined that stim lead body was cut through, segmented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that they meant there were no notes in nlink since ins was implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-mar-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that dual leads and ins were replaced. Pt was not seen by a manufacturer representative since 2018 in (B)(6). No notes since last lead replacement/revision. Pt. Reported that in 2018 a rep (unknown rep, physician, or city), told her that the ins was at end of life after a trickle charge. Ins hasn't been on since 2018. Physician did x-rays in office and noted one lead had migrated and ¿appeared¿ to be almost out of the epidural space. The other lead was at the top of t10. Unable to connect to ins. Physician did not contact manufacturer to evaluate pt prior to surgery. Physician removed and replace migrated lead, being returned intact. After lead was replaced tested impedance on new and old remaining lead. Second lead had high impedance on all electrodes. Physician decided to replace that lead as well, being returned cut by physician during removal. No impedances out of range on either of the new leads. Physician replaced old ins, being returned. The issue was resolved.